Event description:
Complainant alleged that during biomed testing the device's monitor went blank and the device was unable to discharge. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.